Event description:
Philips received a complaint by the customer on the v60, indicating that they were having trouble keeping the unit on standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated during preventative maintenance (pm) service, the unit did not stay in standby mode when prompted, the air flow accuracy test passed with avg air reading at 0.9 lpm when set to zero, inlet filter was fairly clean at start of pm, unit has 3.20 software, but customer is using rev h service manual. The rse emailed customer the latest v60 rev t manual and referenced pg 232 for flow sensor zero calibration, advised to run calibration per instructions and retest, if problem persists after calibration, then will need to replace flow sensor assembly, customer advised the flow sensor zero calibration was performed and the issue is resolved. The customer calibrated the flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the issue was caused by use error. The customer was using the incorrect service manual of rev h. The device was not being used for treatment when the reported event occurred.